Manufacturer narrative:
(B)(4). The patient age was estimated as (B)(6). The physician did not want to remove the cds due to the difficulty grasping. After approximately 10 cm of gripper line had been removed, increased resistance was felt and the gripper line broke. The remainder of the deployment procedure was performed and the cds was removed. An attempt was then made to remove the gripper line and after carefully pulling alternate ends of the line, it was eventually removed with little resistance. The clip was successfully implanted. With the two clips implanted mr was reduced to 2-3. The steerable guiding catheter (sgc) was then removed and a large atrial septal defect (asd) was noted. A 14mm asd occluder was successfully placed to seal the asd. No additional information was provided. Concomitant product: mitraclip system, steerable guide catheter, 6 implanted mitraclips. The two clip delivery systems, referenced are being filed under separate medwatch MFR numbers. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after the steerable guiding catheter was removed, a large atrial septal defect (asd) was noted, requiring intervention. On (B)(6) 2016, an initial mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a posterior leaflet prolapse and an anterior flail. Four clips were implanted, reducing the mr from 4 to 2-3. The patient's condition did not improve and, on an unspecified date in 2016, a follow up echocardiogram was performed that showed severe mr. All four clips were secure on the leaflets. On (B)(6) 2016, another mitraclip procedure was performed to improve the patient's condition enough to allow for a surgical mitral valve replacement. Jets were noted between the 2nd and 3rd clips, between the 3rd and 4th clips, and lateral to all 4 clips. One clip was implanted between the 3rd and 4th clip and the mr was reduced to 3-4. A 2nd clip delivery system (cds 60105u146) was advanced for treatment of the lateral jet. Leaflet grasping was difficult due to the challenging anatomy. After successful grasping, the deployment steps were started. While checking the gripper line, resistance was noted and the line could not be moved. The clip was opened to 60 degrees, and the gripper line could be retracted with resistance.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. There was no reported device malfunction associated with the steerable guiding catheter. The reported patient effects of atrial septal defect (asd), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd appears to be related to procedural conditions, as the steerable guiding catheter crosses the septum during the procedure to access the left atrium. The reported additional therapy/non-surgical treatment was a result of case specific circumstances, as a 14mm amplatzer was successfully placed to plug the asd. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
Subsequent to the initial report, the following information was provided: approximately 2-3 days after the initial procedure, the patient experienced dyspnea and increasing renal failure, and the mr increased to 4. After the follow up mitraclip procedure on (B)(6) 2016, the patient was confirmed to be clinically stable, and continues to improve. No additional information was provided.